Event description:
Information received a smiths medical syringe 4000 pump alarm battery communication error. No patient adverse events reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: additional information: a1, b5 and h6 (patient code). H3: one medfusion pump was received with the top case cracked by the front left bottom corner. The right plunger case was cracked and there was no visible contamination. The event history log was reviewed and there was a battery communication timeout message found. The power up process was conducted and biomed diagnostics was used to monitor the battery status. A known good fully charged battery was inserted into the pump and the reported issue was still able to be duplicated. The battery was still reading "0". The interconnect board and battery were fault and the cause of the issue was unable to be determined since there was no evidence of damage or contamination on the interconnect board. The battery and interconnect board were replaced to resolve the issue.